Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged sinus problems, and sore throat and mouth while using the device. Patient also alleged the device is not functioning. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.